Event description:
Apnea alarm sounded and display screen showed ventilator failure code #006; the ventilator was not cycling although all controls were turned on. Failure codes then changed to #2 & #13. Patient was hand ventilated. Following ventilator off/on sequence. The ventilator began cycling normally. Re: items #22-25, unit entered service on 1/92, so no service had been performedinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: performance tests performed. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.